Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from surgeon. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00117, 00118, 00119.

Event description:
Allegedly pt has stiffness. Knee manipulation with lysis of adhesions to be performed.